Manufacturer narrative:
(B)(4). Insulin pump passed rewind test and displacement test. Insulin pump failed to vibrate during self test due to vibrator motor connector broken black wire. Pump received with cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a beep anomaly. Customer stated that the beep started after no delivery alarm and it had continued even after alarm was cleared and insulin pump rewind. Customer stated the issue continued even customer went to another location. Customer was assisted with performing self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.